Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the left main to proximal portion of the lad coronary artery, the bio ranger balloon was suspected to have ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. A terumo introducer sheath, a 0.014" choice pt guidewire and a wiseguide fl4 guide catheter (size unknown) and a medtronic everest inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.